Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 mg/dl. Reportedly, the reason for the low bg was due to the correction factor setting being adjusted by the healthcare provider. The bg was treated by consuming carbohydrates. Recommendation was made for the customer to consult with the healthcare provider.